Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device malfunctioned or when non-union began. Original implant date is unknown. (B)(6). (B)(4). The device was not received, the investigation could not be completed, and no conclusion could be drawn. Device history records review not available to report at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) follows: it was reported about a pfna nail - (B)(6) health (B)(6) 2018. Revision for: non union, broken implant. Patient with sub trocanteric femoral fracture treated with pfna nail and circulate wire. The patient suffered an non union and eventual pfna nail breakage. The patient was revised (B)(6) 2018 to inter tan nail (snn) with bone graft. This complaint involves two parts. This report is 2 of 2 for (B)(4).

Event description:
Concomitant devices reported: pfna blade perf l95 tan (04.027.034s, lot l355806, qty 1), bolt ø4.9 self-tap l46 tan green (459.460, lot 5940704, qty 1), screw (part number unknown, lot number unknown, qty 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 459.440. Synthes lot number: 5938238 . Release to warehouse date: 11.mar.2016 . Manufacturing site: salzburg . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation selection: investigation site: salzburg . Selected flow: 5. Broken . Visual inspection: upon visual inspection of the complaint device it can be seen that it is broken in two parts, this thus confirming the complaint description. Dimensional inspection: during investigation the diameter 4.30 +/-0.05mm (minor diameter) got measured with the test equipment 0930.06303, the measure result is within accuracy (4.337mm). The other complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot 5938238. All relevant features are defined on the used drawing revisions of DHR of production lot 5938238. Material review: the raw material certificates were checked and the used raw material has fulfilled the specifications. Summary: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately we are not able to determine the exact reason for this occurrence. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Date returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: jdw, jds, jdn, hsb. Date device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. MFR site : corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade perf l95 tan (part # 04.027.034s, lot # l355806, quantity 1); bolt ø4.9 self-tap l46 tan green (part # 459.460, lot # 5940704, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected concomitant devices as per confirmation from the clinicians, the concomitant devices were updated to reflect the bolt only (part #459.460, lot #5940704, quantity 1). Date device was returned to manufacturer was corrected to april 18, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: bolt ø4.9 self-tap l46 tan green (459.460, lot 5940704, qty 1).